Event description:
The critical care nurse specialist provided limited information related to the patient and this event. An anemic patient in the ICU with sepsis was undergoing continuous renal replacement therapy on a prismaflex control unit. During treatment, the prismaflex control unit alarmed "general system failure" which places the machine in a safe state. The reason for the alarm, which is activated under certain circumstances, including, for example, a transient condition, is unknown. Following a "general system failure" alarm, the blood in the extracorporeal circuit may be returned to the patient but this must be done manually with the hand crank. The treating nurse elected not to return the blood to the patient resulting in an estimated blood loss of 189 ml. This represents the blood volume circulating outside the body at all times during treatment. Two days following this event, the patient was transfused with a unit of rbc. The nurse specialist did not know the reason for the transfusion. Gambro reviewed this event with the nephrologists who serve on gambro's independent medical board. In their opinion, the loss of the blood in the extracorporeal circuit (189 ml) was clinically insignificant and the blood transfusion two days later was most likely related to the patient's underlying anemia. There is nothing that suggests the patient became hemodynamically compromised or required immediate medical intervention secondary to the 189 ml blood loss.